Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) felt chest pounding. Technical services (ts) was consulted and reviewed stored data. Ts noted noisy signals caused by the patients implanted left ventricular assist device (lvad). Additionally, right ventricular (rv) lead undersensing was noted, with some pacing delivered as a result. Ts discussed lowering the device sensing. This device remains in service. No adverse patient effects were reported. Additional information from the field indicates the patient had their medication increased and discharged. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) felt chest pounding. Technical services (ts) was consulted and reviewed stored data. Ts noted noisy signals caused by the patients implanted left ventricular assist device (lvad). Additionally, right ventricular (rv) lead undersensing was noted, with some pacing delivered as a result. Ts discussed lowering the device sensing. This device remains in service. No adverse patient effects were reported.